Event description:
It was reported that the pt expired after the original ICD system that was implanted on (B)(6) 2012 was explanted on (B)(6) 2013 due to infection/erosion. On the same date as the explant, a pacemaker and these two leads were implanted along with one other low voltage lead. The cause of death is unk at this time.